Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was mistakenly explanted and replaced. It was thought this device was on advisory and it was not. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was mistakenly explanted and replaced. It was thought this device was on advisory and it was not a device changeout procedure was performed. It was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.